Event description:
The hcp reported that the patient had an MRI in 2007. When the nurse interrogated the pump the following month, a motor stall and tube set message occurred. Logs showed the motor stall started and recovered on the same day. The patient had continued to receive therapy and had not heard any alarms. No patient symptoms were reported. The pump was programmed to deliver lioresal (concentration and dose were not reported). Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
It is unclear as to whether or not the pump had been interrogated after the MRI procedure per the manufacturer's instructions.